Event description:
During the procedure, a shift occurred and the catheter was 1.5 cm from the initial position. The procedure was completed no adverse consequences to the patient. The procedure was extended by 30 minutes.